Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that two hospitalizations occurred as result of the previously reported patient symptoms. The physician discontinued an angiotensin-converting enzyme (ace) inhibitor medication. The patient was discharged home. A computed tomography (CT) was performed but the results were not provided. As reported, the patient was approved for a transcatheter valve-in-valve intervention. The patient was hospitalized with an intracranial bleed. The cause and treatment were not reported. The valve intervention had not yet occurred to date.

Event description:
Additional information was received which indicated that the dobutamine stress test was cancelled as patient was too unwell. Approximately 6 years following the valve implant shortness of breath (sob), worsening fatigue, and lightheadedness were reported. A computed tomography (CT) aortogram was planned to further reassess the valve. As reported, once the CT was completed the patient was to be expedited on the waitlist for a transcatheter valve-in-valve procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the patient was not suitable for a transcatheter valve-in-valve, rather medical therapy.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the suspected endocarditis required six weeks of intravenous therapy (IV) antibiotics and oral antibiotics for life. The endocarditis resolved with permanent sequelae approximately five weeks following implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that no valve-in-valve intervention had occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years, ten months following the implant of this transcatheter bioprosthetic valve, the patient reported a decrease in exercise tolerance (from 20 meters to 10 meters) over the course of one week. Then experienced three consecutive days of increased dyspnea which worsened when lying flat. The patient also complained of waking up at night coughing and spluttering. The patient also noted, starting two days prior to presentation, an inability to lay flat. The patient presented with complaint of chest pain and was admitted with acute pulmonary edema secondary to aortic stenosis with a reduced ejection fraction, low flow low gradient. No regurgitation was observed. Brain natriuretic peptide (bnp) test result was 177 picograms per milliliter (pg/ml) and troponin was 50 nanograms per liter (ng/l). Chest pain symptom was believed to be linked to heart failure (hf). Existing prescribed diuretic medication was increased. The patient was subjected to a dobutamine stress test and work up for a valv e-in-valve intervention. Hf was reported as resolved without sequelae 12 days following onset. No additional adverse patient effects were reported. Additional information reported that no valve-in-valve intervention had occurred. Additional information was received which indicated that the dobutamine stress test was cancelled as patient was too unwell. Approximately 6 years following the valve implant shortness of breath (sob), worsening fatigue, and lightheadedness were reported. A computed tomography (CT) aortogramwas planned to further reassess the valve. As reported, once the CT was completed the patient was to be expedited on the waitlist for a transcatheter valve-in-valve procedure. Additional information confirmed that two hospitalizations occurred as result of the previously reported patient symptoms. The physician discontinued an angiotensin-converting enzyme (ace) inhibitor medication. The patient was discharged home. A computed tomography (CT) was performed but the results were not provided. As reported, the patient was approved for a transcatheter valve-in-valve intervention. The patient was hospitalized with an intracranial bleed. The cause and treatment were not reported. The valve intervention had not yet occurred to date. Additional information was received which indicated that the initial implant depth of this valve was 6 millimeters (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Per the physician, this was intended implant depth and was determined appropriate for the patient¿s anatomy. The intracranial bleed was the result of a fall the patient sustained at home. There was no indication the fall was a result of the valve or valve function. Treatment was still ongoing for this bleed. Additional information was recieved that there was suspicion of aortic valve endocarditis with septic emboli to the brain complicated by bleeding. It was reported this was the cause of the stroke. The physician believes the patient's fall was linked to the valve that was implanted for more than six years.

Manufacturer narrative:
Updated data: b5. Sixth paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method and eval code conclusion were updated based on the image review. Conclusion: the valve remains implanted and; therefore, not available for analysis. However, procedural images were submitted to medtronic for review. Although images were of suboptimal imaging quality, the valve implant depth appeared deep on the anterior side. The posterior mitral valve leaflet appeared stenotic with restricted motion. Mild mitral, tricuspid, and pulmonary regurgitation was noted. The ejection fraction was approximately 45%. This additional information does not impact the previously completed investigation, but provides further context of the state of the endocarditis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years, ten months following the implant of this transcatheter bioprosthetic valve, the patient reported a decrease in exercise tolerance (from 20 meters to 10 meters) over the course of one week. Then experienced three consecutive days of increased dyspnea which worsened when lying flat. The patient also complained of waking up at night coughing and spluttering. The patient also noted, starting two days prior to presentation, an inability to lay flat. The patient presented with complaint of chest pain and was admitted with acute pulmonary edema secondary to aortic stenosis with a reduced ejection fraction, low flow low gradient. No regurgitation was observed. Brain natriuretic peptide (bnp) test result was 177 picograms per milliliter (pg/ml) and troponin was 50 nanograms per liter (ng/l). Chest pain symptom was believed to be linked to heart failure (hf). Existing prescribed diuretic medication was increased. The patient was subjected to a dobutamine stress test and work up for a valve-in-valve intervention. Hf was reported as resolved without sequelae 12 days following onset. No additional adverse patient effects were reported. Additional information reported that no valve-in-valve intervention had occurred. Additional information was received which indicated that the dobutamine stress test was cancelled as patient was too unwell. Approximately 6 years following the valve implant shortness of breath (sob), worsening fatigue, and lightheadedness were reported. A computed tomography (CT) aortogramwas planned to further reassess the valve. As reported, once the CT was completed the patient was to be expedited on the waitlist for a transcatheter valve-in-valve procedure. Additional information confirmed that two hospitalizations occurred as result of the previously reported patient symptoms. The physician discontinued an angiotensin-converting enzyme (ace) inhibitor medication. T he patient was discharged home. A CT was performed but the results were not provided. As reported, the patient was approved for a transcatheter valve-in-valve intervention. The patient was hospitalized with an intracranial bleed. The cause and treatment were not reported. The valve intervention had not yet occurred to date. Additional information was received which indicated that the initial implant depth of this valve was 6 millimeters (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Per the physician, this was intended implant depth and was determined appropriate for the patient¿s anatomy. The intracranial bleed was the result of a fall the patient sustained at home. There was no indication the fall was a result of the valve or valve function. Treatment was still ongoing for this bleed. Additional information was received that there was suspicion of aortic valve endocarditis with septic emboli to the brain complicated by bleeding. It was reported this was the cause of the stroke. The physician believes the patient's fall was linked to the valve that was implanted for more than six years. Additional information was received that the suspected endocarditis required six weeks of intravenous therapy (IV) antibiotics and oral antibiotics for life. The endocarditis resolved with permanent sequelae approximately five weeks following implant. Additional information was received correcting the onset date of the endocarditis, which presented approximately six years, one month following valve implant. The endocarditis was reported to be resolved approximately one and a half months following onset. Additional information was received which indicated that the patient was not suitable for a transcatheter valve-in-valve, rather medical therapy.

Event description:
Additional information was received which indicated that the initial implant depth of this valve was 6 millimeters (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). Per the physician, this was intended implant depth and was determined appropriate for the patient¿s anatomy. The intracranial bleed was the result of a fall the patient sustained at home. There was no indication the fall was a result of the valve or valve function. Treatment was still ongoing for this bleed.

Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that approximately six years and eight months following the implant of this transcatheter bioprosthetic valve, the patient did not present for the seven-year post-operative follow-up appointment. It was discovered the patient had died. It was unknown if an autopsy was performed. Per the physician, the medtronic valve was not applicable to the patient's death. No further information was initially provided. Additional information later noted the cause of death was multiple organ failure and an exacerbation of heart failure. The cause of the exacerbation of the heart failure was not provided. The type of death was reported as cardiac. As reported, an autopsy was not performed. The physician indicated the death was not related to the transcatheter valve.

Manufacturer narrative:
Updated data: b2, b5, h1, h6. The previous information indicated the event was a reportable serious injury. Additional information indicated death later occurred. As result, the event report type updated to death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. H6 - annex e e2402 added for the patient's "inability to lay flat". Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years, ten months following the implant of this transcatheter bioprosthetic valve, the patient reported a decrease in exercise tolerance (from 20 meters to 10 meters) over the course of one week. Then experienced three consecutive days of increased dyspnea which worsened when lying flat. The patient also complained of waking up at night coughing and spluttering. The patient also noted, starting two days prior to presentation, an inability to lay flat. The patient presented with complaint of chest pain and was admitted with acute pulmonary edema secondary to aortic stenosis with a reduced ejection fraction, low flow low gradient. No regurgitation was observed. Brain natriuretic peptide (bnp) test result was 177 picograms per milliliter (pg/ml) and troponin was 50 nanograms per liter (ng/l). Chest pain symptom was believed to be linked to heart failure (hf). Existing prescribed diuretic medication was increased. The patient was subjected to a dobutamine stress test and work up for a valv e-in-valve intervention. Hf was reported as resolved without sequelae 12 days following onset. No additional adverse patient effects were reported.